Event description:
Unomedical reference number (B)(4). Event occurred in italy. It was reported that patient faced 3 infusion sets fell off events on 20-june-2024. The infusion set has been used for 3 hours.the patient replaced infusion sets and resumed insulin deliveries successfully no further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4). MDR device 3 of 3.